Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited high out of range shock impedances that measured to be greater than 125 ohms. The daily threshold and impedance measurements trends were reviewed and confirmed that the shock impedance measurements had been gradually increasing over time. At this time, this rv lead remains in service. No adverse patient effects were reported.